Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation for a couple of weeks. There was no known accident or incident related to the complaint. The patient went into the hospital with arrhythmias. An EKG and CT scan were done at that time. Since that hospital visit the patient had noticed changes in stimulation. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.